Event description:
The customer reported that they were looking for retrospective data about an event that had occurred.

Manufacturer narrative:
The system is used as an accessory to the central station to assist in communicating alarm info to the clinical staff. The technical support rep provided phone assistance to help the customer. He remotely accessed the system and found that the daylight savings time (dst) configuration was on at the server but off at the central station. He auto adjusted the configuration to make them the same and then the time came back correctly on both. He was also asked to collect the logs but not give the customer info about what he found. This configuration issue did not have an impact on the death of the pt or the ability to obtain retrospective data. He spoke with the director of clinical engineering who stated "there was no device malfunction and there was no delay in treatment of the pt. We were looking for retrospective data only. I am sorry that I even mentioned about the death of the pt, it had nothing to do with my call." There was no allegation of device malfunction or delay in treatment of the pt. The customer was only looking for retrospective data. This issue would not be likely to cause or contribute to death or serious injury as real-time monitoring and alarm annunciation functions are unaffected. This would only affect the ability to obtain retrospective data. No further investigation or action is warranted.